Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button harder to press. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump had no delivery alarm during priming process, clock runs slow and declined battery life. Customer reported that the insulin pump had scratch on screen. The insulin pump will not be returned for analysis.